Event description:
A patient who experienced a fibroid expulsion after tfa. 42 y/o with a 6.7 cm figo type 2-5 underwent d&c (no resection) sonata rfa and placement of mirena iud. 7 weeks post op she presented with pain, watery and bloody discharge. She was seen in ed admitted 48 hours and given antibiotic and analgesia passing very small bits of tissue. After discharge she returned to ed presenting with large myoma piece, 4 cm, that aborted. Pathology report: a. The specimen is received fresh with proper patient identification labeled "uterus, possible leiomyoma passed at home" and consists of a 4.7 x 3.8 x 2.8 cm solid mass of pink-tan fibrous tissue a. Final: fragment of leiomyoma with ischemic necrosis. Again, she presented about 4 weeks later and had second piece of myoma removed from the cervical os. The specimen is received fresh with proper patient identification labeled "fibroid". It consists of a single piece of tan-white, firm, fibrous tissue; necrotic tissue, consistent with leiomyoma with ischemic necrosis measuring 1.9 x 1.7 x 0.3 cm." Prophylactic abx were not administered to this patient.

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6) 2025 and is being reported retroactively out of an abundance of caution.